Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'not registering blue clip when line is inserted into the channel even after cleaning multiple times' was identified through event history log review as 'invalid clamp detected' and confirmed during evaluation. This device malfunction would not lead to a death or serious injury if the malfunction were to recur because this alarm would only occur upon pump-tubing set up. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not register blue clip when line was inserted into the channel even after cleaning multiple times. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.